Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the parent that the patient experienced a skin infection. The event occurred three days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, inflammation, swelling, and an infection at the second needle puncture site. The patient had pain and skin burning sensation in the area and the parent decided to remove the sensor early. On (B)(6) 2025, at around 5-6:00 pm, the father drove the patient to the emergency department (ed). The attending physician performed an incision and drainage (I&d) to help relieve the abscess and prescribed a course of oral antibiotic medication (sulfameth-trimeth suspension, 12 ml twice a day for 7 days). The patient was discharged home at 8 pm with no further medical intervention. At the time of the report, the reporter stated they were waiting for the infection area to heal before inserting a new sensor. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.